Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The contact stated that the pump and supplies were not the cause of the hospitalization. Reportedly, the customer had not been managing diabetes, and personal neglect, due to being depressed. While hospitalized, the customer was treated with insulin drip and insulin injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.